Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the staples were malformed upon the initial firing. Clips were placed across the staple line to control the bleeding. Cartridges were loaded for additional firings and the device was fired six more times without difficulty. There was no consequence to the pt. The sales rep is returning a sterile device with the same lot number for replacement on request of the customer. She is also including the original reload cartridge with the used device.

Manufacturer narrative:
Damaged returned cartridge. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, a dented cartridge; batch number, ac k0162y b k01; cartridge pan in place/condition, abc yes/good; condition of drivers, abc good; lockout tabs on pan condition, abc good; position/condition of wedge sleds, a partially fired b. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab good; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, ab no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instruments were returned in good physical condition. Cartridge a was returned with a dented cartridge face, with damaged wedge sleds, and broken towers. No conclusion could be reached as to how this damage occurred. The instruments were cycled, fired, cut, and formed the staples within design specification. The instruments were disassembled to examine the internal components and no deformations could be identified. It was concluded that the instruments were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.